Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. It was reported that the patient was in the hospital with doctors present at the time of passing. Review of the patient's download data revealed that prior to passing, the patient received 5 inappropriate treatments from the lifevest. At 20:34:16, the patient received the first shock during asystole with CPR and motion artifact. The post-shock rhythm was obscured by CPR and motion artifact. At 20:34:44 and 20:35:18, the patient received two treatments while the underlying rhythm was obscured by CPR and motion artifact. The post-shock rhythms for both treatments was asystole. At 20:35:48, the patient received a fourth treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole, and the post-shock rhythm was an idioventricular rhythm at 45 bpm transitioning to an idioventricular rhythm at 20 bpm. At 20:36:12, the patient received a fifth treatment from the lifevest. The patient's rhythm at the time of the treatment was an idioventricular rhythm at 20 bpm and the post-shock rhythm was asystole with cardiac activity. The response buttons were not pressed during the event. CPR and motion artifact contributed to the false detections. The patient reportedly passed away around 8-9 pm on (B)(6) 2020. There is no indication of a device malfunction that caused or contributed to the patient's passing.